Event description:
Boston scientific received information that interrogation reports from this device noted a battery status of middle of life 2 (mol) with a monitoring voltage (mv) of 2.53v. However, a little over two months later, the device had declared elective replacement indicator (eri) with a mv of 2.44v. The device outputs had not been changed. The device was explanted and replaced with a competitive device. The physician was inquiring as to why the mv dropped so quickly when it was near eri. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received confirming the device was never recovered and will not be sent back for evaluation.

Manufacturer narrative:
A boston scientific technical services consultant noted that it does seem unusual for a device to go from a mv of 2.53v to 2.44v in a few months. The consultant instructed the caller to return the explanted device. This product issue will be updated when the device is returned and evaluation is complete.